Manufacturer narrative:
One device was received for evaluation. Visual and functional testing revealed a degraded downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for missing battery separators; however, the device evaluation noted a degraded downstream occlusion seal. There was no patient involvement.